Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedances over the last year. Last year the shock lead impedances measured 102 ohms and now measures 126 ohms. Technical services discussed possible causes and recommended performing a commanded shock. The sales representative will follow-up with the physician. At this time, the lead remains in service. No adverse patient effects were reported.